Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient allegedly due to leakage at the y site of the catheter. Per additional information received via email on 22 october 2019 from ibc representative, the fallen catheter was tested outside of the patient's body and water leaked from the y site.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that the catheter fell out of the patient allegedly due to leakage at the y site of the catheter. Per additional information received via email on 22 october 2019 from ibc representative, the fallen catheter was tested outside of the patient's body and water leaked from the y site.